Event description:
It was reported to philips that the device was unable to expose due to a small focus defect in the tube on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Large focus used as workaround; device restored to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).